Event description:
Customer reported that the insulin pump returned an error alarm during fill tubing. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime, compromised force sensor test due to faulty fsr gold. The unit had a cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.